Manufacturer narrative:
(B)(4). The device was returned with the blade tip broken off. The broken tip was returned in a separate bag. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Contact with metal was observed on the blade surface. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a whipple procedure, the blade of the device broke in half after fifth activation. There was an incident where the device contacted a metal during an activation. Generator prompted the replacement of instrument. When trying to reset the instrument outside of patient use, the active blade broke off when touched. Another like device was used to complete the procedure. There were no adverse consequences for the patient.